Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin continued to drip after motor stopped. Numbers continued to go up after act button was released during priming. Customer's blood glucose was 110 mg/dl. Customer reported that drive support cap appeared normal. Customer was advised that insulin pump would need to be replaced.